Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods] tendonitis [tendonitis] progressively affecting all joints [joint disorder] fibromyalgia pain [fibromyalgia] circulatory problems [disorder circulatory system] chilblains on the hands and feet [chilblains] memory loss [memory loss] hair loss [hair loss] general itching all over the body [generalized itching] sporting [exercise tolerance decreased] significant impact on social life [social life impairment] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-jul-2025. The most recent information was received on 19-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after essure insertion, she experienced tendonitis ("tendonitis"). Essure was removed on (B)(6) 2018. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthropathy ("progressively affecting all joints"), fibromyalgia ("fibromyalgia pain"), cardiovascular disorder ("circulatory problems"), chillblains ("chilblains on the hands and feet"), amnesia ("memory loss"), alopecia ("hair loss"), pruritus ("general itching all over the body"), exercise tolerance decreased ("sporting") and social problem ("significant impact on social life"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the exercise tolerance decreased and social problem had not resolved. The outcomes for heavy menstrual bleeding, tendonitis, arthropathy, fibromyalgia, cardiovascular disorder, chillblains, amnesia, alopecia and pruritus were unknown. No causality assessment was received for essure with regard to tendonitis, arthropathy, fibromyalgia, cardiovascular disorder, chillblains, amnesia, heavy menstrual bleeding, alopecia, pruritus, exercise tolerance decreased or social problem. The reporter commented: period of occurrence: first symptoms on (B)(6) 2014 followed by others thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) haemorrhagic periods [heavy periods] tendonitis [tendonitis] progressively affecting all joints [joint disorder] fibromyalgia pain [fibromyalgia] circulatory problems [disorder circulatory system] chilblains on the hands and feet [chilblains] memory loss [memory loss] hair loss [hair loss] general itching all over the body [generalized itching] sporting [exercise tolerance decreased] significant impact on social life [social life impairment]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after essure insertion, she experienced tendonitis ("tendonitis"). Essure was removed on (B)(6) 2018. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthropathy ("progressively affecting all joints"), fibromyalgia ("fibromyalgia pain"), cardiovascular disorder ("circulatory problems"), chillblains ("chilblains on the hands and feet"), amnesia ("memory loss"), alopecia ("hair loss"), pruritus ("general itching all over the body"), exercise tolerance decreased ("sporting") and social problem ("significant impact on social life"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the exercise tolerance decreased and social problem had not resolved. The outcomes for heavy menstrual bleeding, tendonitis, arthropathy, fibromyalgia, cardiovascular disorder, chillblains, amnesia, alopecia and pruritus were unknown. No causality assessment was received for essure with regard to tendonitis, arthropathy, fibromyalgia, cardiovascular disorder, chillblains, amnesia, heavy menstrual bleeding, alopecia, pruritus, exercise tolerance decreased or social problem. The reporter commented: period of occurrence: first symptoms on (B)(6) 2014 followed by others thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.